Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose at the level of 464 mg/dl. Customer had symptoms such as headaches. Customer was treated with insulin pump. Troubleshooting was performed. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Device is not expected to be returned for analysis